Event description:
On 11/11/97 following a diagnostic procedure, an angio-seal device was deployed while the venous sheath was still in place (which is not in accordance with the device instructions for use). Immediately after device deployment, a small ooze and hematoma continued to grow medially. The venous sheath was therefore pulled, with pulsatile blood flow noted from the venous puncture site. Manual pressure was applied to the venous site and hemostasis was achieved after approx 25 minutes, following which a four inch hematoma was noted. On 11/12/97, the pt was noted to have a positive bruit although no pulsatile mass. An av fistula, identified by ultrasound, was connecting the right common femoral artery with the right common femoral vein with identified flows of greater than 400 cm/second. No hematoma or pseudoaneurysm were identified. The pt underwent a CABG and av fistula repair (date unknown).